Event description:
While using the endopath atw35 ets-flex endoscopic articulating linear cutter, the surgeon felt resistance when he was starting to fire the stapler. He stopped and used a new stapler which worked correctly. He tested the first stapler on a towel and it did misfire.